Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis revealed that a magnet application was detected by the device on (B)(6) 2022. As a result, a message box was shown on the programmer screen at first interrogation on (B)(6) 2023, informing about the magnet application on (B)(6) and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button yes. After a few seconds the anti-tachycardia therapy functions were manually re-activated. Based on the information available for analysis, the origin of the magnet application cannot be identified. It is possible that the magnet of the electric car mentioned in the complaint might have led to this event. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a normal ICD behavior. The root cause of the magnet application on (B)(6) 2022 is unknown.

Event description:
It was reported that the ICD therapy was switched off between follow-ups. It is known that the patient regularly cleans the motor and the battery of his e-car. At the beginning of the follow-up the customer got the message that the ICD had been temporarily switched off due to magnetic field. It could easily be restored with the programmer. The device remains implanted. Should additional information be received, this file will be updated.